Manufacturer narrative:
Medwatch #: mw5100225. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in a procedure performed on (B)(6) 2021. During the procedure, a hole was noted in the balloon that caused the contrast to leak. Reportedly, the balloon was deflated and removed from the patient. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.